Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. The device received in good condition. The technician started with a visual inspection then filled tank with water, attached temperature check, plugged in line cord, and turned on the power switch. The reported issue was not confirmed. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. No actions were taken to mitigate the reported issue.

Event description:
It was reported that the pump was not pumping. No patient injury was reported